Event description:
Complainant alleged that after delivering 200 joules to a male pt, during a cardioversion, the device would not convert the pt's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval, and this complaint is still under investigation.